Event description:
While using my philips dreamstation 2, I noticed a burning smell that almost smelled like the exhaust of a car. It was so strong that I had to stop using it. I can still taste the odor in my mouth even 12 hours after stopping using it. Unfortunately, I can't sleep without my CPAP and haven't slept since it woke me up at midnight, and you can't just go get a new CPAP in one day.